Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5+ functional tricuspid regurgitation (tr), tricuspid ring, history of transcatheter mitral valve replacement (tmvr), mechanical aortic valve, and pacing wire for a triclip procedure. It was noted that a lot of torque was used on the system. While trying to implant the triclip xtw, both of the grippers could not be raised or lowered. The grippers were cycled 5 times before this issue was identified. During troubleshooting, it was determined that the gripper line was broken. The clip was removed, and a new clip was attempted but was unable to be implanted due to poor visibility throughout the procedure. The final mr was grade 5+ and no clips were implanted. There were no adverse patient effects of clinically significant delays.

Event description:
Subsequent to the initial report, the replacement clip was attempted but was unable to be implanted due to poor visibility throughout the procedure. The final mr was grade 5+ with no clips implanted. There were no adverse patient effects of clinically significant delays. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to gripper line break. However, a conclusive cause for the gripper line break cannot be determined. The reported poor image resolution was associated with limited imaging. There is no indication of a product issue with respect to manufacture, design or labeling.